Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unspecified breast surgery with mentor memorygel breast implant 525cc gel breast prostheses and suffered several unexplained systemic symptoms, including pain, left breast is swollen and harder than right breast, a stabbing & burning pain in left breast, painful swollen lymph nodes, neck and back pain on her left side, and skin rash on left breast.. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).